Event description:
Customer reported she was having issues with the sets. Customer stated she changed the infusion set and reservoir twice. Customer stated she was not inserting the infusion sets correctly because she put it backwards in the serter and she also ruined the reservoir. Customer was trying to get the air bubbles out and the insulin came out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.